Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I got some of it in my throat [foreign body in throat]. I got some of it in my throat [accidental device ingestion]. I put too much on my teeth [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received double salt dental adhesive cream (poligrip power max hold+seal denture adhesive) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started poligrip power max hold+seal denture adhesive. On (B)(6) 2022, an unknown time after starting poligrip power max hold+seal denture adhesive, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: haleon medically significant), accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant) and wrong technique in device usage process. The action taken with poligrip power max hold+seal denture adhesive was unknown. On an unknown date, the outcome of the foreign body in throat, accidental device ingestion and wrong technique in device usage process were unknown. The reporter considered the foreign body in throat to be related to poligrip power max hold+seal denture adhesive. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to poligrip power max hold+seal denture adhesive.this report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2022. The consumer reported that, "I use your polident power max dental cream. This morning I put too much on my teeth and when I placed them in my mouth I got some of it in my throat. Is there anything I can do except going to the doctor".